Manufacturer narrative:
The igg reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded based on the provided information. The field service engineer found a broken cell rinse tube. The tubing was replaced. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient maintenance.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with tina-quant igg on a cobas 8000 c 502 module. The samples initially recover low values and then recover normal values when repeated. The customer provided an example of one patient sample with discrepant igg results. The sample initially resulted in an igg value of 0.00 g/l and it repeated as 7.48 g/l.